Event description:
Reported by the complainant as follows... Complainant reports having a cyst pressing on a nerve. Aquacel ag surgical dressing applied to incision. First dressing change performed on (B) (6) 2010 at which time steri-strips fell off and md replaced dressing. On (B) (6) 2010, dressing change performed. Few days later, pt's caregiver/son went to change her dressing when a large amount of serosanguinous drainage was noted. Aquacel ag surgical dressing was not replaced but incision/wound covered with gauze. Pt reports going to wound healing center where they diagnosed her with a surgical site infection. Surgery was scheduled; wound debrided; and wound vac placed. She was admitted to hospital for an additional 5 days. She has a history of pelvic radiation due to a history of cervical ca.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).